Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that there were gaps of air in the fluid within the patient line. This was noticed while the hp was connected. Nothing was found during troubleshooting that would have caused or contributed to the observed air. The technical service representative (tsr) assisted the hp in ending therapy. The hp would restart with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.